Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that she developed two large blood blisters on either side of her breasts due to the garment rolling up on her abdomen. The patient reported that she was receiving medical care by her home health nurse for the blisters. The patient reported that she was not wearing the lifevest at that time and was planning to keep it off until the blisters healed. During a follow up, the patient indicated that the blisters were healing. No alleged device deficiency.